Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having issues with sensors. Two of the sensors had the electrode broken. Customer's blood glucose was 2.6 mmol/l. Customer was advised the sensors needed to be replaced. The sensor is not returning for analysis.